Event description:
The customer reported that the clear insulation came off the device while the surgical staff was cleaning the instrument. Nothing fell into the patient cavity and the staff placed the clear insulation back on the device. There was no injury to the patient. The device was returned to covidien and the initial evaluation found it to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.